Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that during the implant procedure of this right atrial (ra) lead helix extension difficulties were encountered. In addition, it was noted that the stylet could not advance into the lead, therefore an internal coil anomaly was suspected. The procedure was completed with another lead. No adverse patient effects were reported. This lead has not been returned.